Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with fingerstick values decreasing to 54 mg/dl and then recovering after oral carbohydrate treatment; the cause was unclear, and the user calibrated the pump and subsequently returned to range. Symptoms included hypoglycemia. Outcomes included correction with oral glucose and recovery without hospitalization or additional intervention. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event characterized as hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.